Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-02632, 3006705815-2020-02633. It was reported that the patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. X-rays revealed that leads had migrated, and one lead had high impedance. Additionally, one of the leads was wrapped around the ipg. As a result, to address the issue patient had surgical intervention wherein the entire scs system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined